Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high creatinine results for an unknown number of patient samples. Information was provided as a first result of "2" mg/dl and a repeat result of "1" mg/dl. Precision testing was performed on (B)(6) 2017 and several outliers were noted. Specific data was only provided for one patient sample that was tested on (B)(6) 2017. The initial result was 2.70 mg/dl and the repeat result was 0.79 mg/dl. Erroneous results were reported outside the laboratory, but corrected values were immediately sent to the medical personnel. There was no allegation of an adverse event. The reagent lot number was 233171. The expiration date was requested but was not provided. The customer moved the reagent onto the other disk of the analyzer and had no issues. The sample probe and reagent probe for the original disk were replaced and precision testing was performed which was acceptable. The customer had no issues for two days, but then the issue recurred. The field service representative checked the analyzer and determined one tube of the rinse station was leaking and was replaced. Afterwards all calibration and qc was within specifications.